Event description:
It was reported the svce repl mdu cntrl pwrmx elite was heating up. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and overheating when power cord was bent at strain relief. Power cord assembly grew hot during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only a kink near the strain relief. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to the power cord assembly. Overheating is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generate heat. A review of the device history record was performed which confirmed no inconsistencies.